Event description:
The device triggered a pump problem alarm instead of a tubing set misloaded alert. The combination of rapid unloading and reloading of an admin set, with the set misloaded in such a way that the resistor is unable to couple, can lead to the start button no longer being grayed out. Programming an infusion and pressing on the start button as the pump is trying to couple with the admin set can result in a coherence failure, triggering a pump problem alarm. The defect risk assessment determined the risk and severity to be a 1 - inconvenience. No further action is planned at this time.

Manufacturer narrative:
Sections d2a & d2b updated to alight with information listed on gudid.

Event description:
The following has been reported: pump problem when trying to program and start an infusion. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.